Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. The anesthesia control board was replaced. Patient information could not be obtained due to country privacy laws. Unique device identifier - (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit stopped mechanical ventilation during surgery. There was no report of patient injury.